Event description:
The complainant reported that during preparation for an impella cp implantation, staff identified that the 0.018¿ guidewire was missing from the impella cp kit. The missing component was discovered upon opening the device box during procedural setup. To obtain the required 0.018¿ guidewire, staff opened a second impella cp box and used the abiomed-supplied guidewire from that kit for the procedure. No signs or symptoms of patient injury were reported, and there was no harm associated with this event.

Manufacturer narrative:
A6. Race is unknown. D4. Primary UDI number is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) & g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. D6a (implantation) & d6b (expantation) has been added. Component missing: the cause of the missing 0.018" guidewire was not determined due to no product returned, no photos recovered of the incident, and insufficient clinical details.